Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that there was poor cutting of the probe, and it did not function in the middle of the vitrectomy surgery for the left eye. There was no harm resulting from the faulty vitrector; however, as per the surgeon, the surgery was partially completed and there was a possibility of retinal detachment, which may require another surgery. The current condition of the patient was unknown. Additional information was requested but has not been received to date.